Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain, significant inflammation, synovitis and tibial loosening at the cement to implant interface. Depuy cement utilized at primary x2. Doi: (B)(6) 2015; dor: (B)(6) 2019; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> he device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed (B)(6) 2019 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 2860 units released. Lot expiry date: 30 april 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.